Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had pneumatic performance test failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5, e1, e2, e3, e4, g2. A getinge field service engineer (fse) replaced the fill manifold - and still failed - however - it passed on the fill manifold test on its own test option but when it does it as the full manifold test it will fail on the film manifold test. Checked for kinks and cables any issues, recalibrated the helium and the pressure. Checked the vacuum regulator the pressure regulator all within range. Emptied at the pressure in the system and re-put it back in it still does exactly the same where it will pass on the fill manifold test on its own but when you put it in the all manifold test it will still fail on the film manifold test. Swapped over the pim with another one and it¿s still the same. Replaced the safety disk as well in case it was an issue with the safety disk still the same thing as well. Only passed when doing the test fill manifold on its own - but I will not pass when doing the full test. All cables and every thing ok - no issues. Helium calibration all ok - holding at with in the range. Currently awaiting on replacement of front end board and spare manometer. No other repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a